Event description:
It was reported that a review of log file data revealed the controller exhibited a controller loss of power and the ventricular assist device (vad) revealed history of motor start events with parameters outside of the typical range. The vad and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#:1420 / expiration date: 31-jan-2025 /serial#: (B)(6), d9: no, h3: no, h4: mfg date: 10-jan-2024, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation as they remain in use. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 21:20:25, on (B)(6) 2024 at 22:58:22, on (B)(6) 2024 at 17:45:17, on (B)(6) 2024 at 14:24:09, on (B)(6) 2025 at 21:52:09, on (B)(6) 2025 at 19:40:09, on (B)(6) 2025 at 22:55:48, and on (B)(6) 2025 at 16:29:02, in which the motor start parameters were atypical. Log file analysis revealed two (2) controller power-up events with associated motor start events logged on (B)(6) 2025 at 22:55:44 and on (B)(6) 2025 at 16:28:54, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) and nine (9) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.